Event description:
A customer reported a delivery delay with a replacement freestyle libre reader. The replacement device was issued as customer had reported the reader would not turn on with either button press or test strip insertion. Due to delivery delay, customer reported he experienced a hypoglycemic event where he almost passed out and required treatment of candies by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement freestyle libre reader. The replacement device was issued as customer had reported the reader would not turn on with either button press or test strip insertion. Due to delivery delay, customer reported he experienced a hypoglycemic event where he almost passed out and required treatment of candies by a third-party. There was no report of death or permanent injury associated with this event.